Event description:
It is reported that the broach fractured during impaction.

Manufacturer narrative:
Evaluation summary: without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: device history records indicate all components were manufactured and inspected to specification. The tibial broach was returned for evaluation. As returned, there is a missing blade at the top of the row of blades on the posterior side of the broach. M/l and a/p measurements were taken and found to be within specifications. The rc hardness was tested and found to be within specifications also. This product was manufactured in february 2008, but it is unk how many times this product has been used.